Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 150 mg/dl. Reportedly, the customer completed a supply change resolving the occlusion. System check could not be performed as the event occurred in the past.